Event description:
When starting the procedure and validating the patches, an error occurred resulting in cancellation of the procedure, an error was displayed on the dws screen indicating that all the patches were disconnected. The patches were replaced, and the equipment was restarted which did not resolve the issue and the case was cancelled. The issue was confirmed to be with the navlink.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.